Manufacturer narrative:
Based on the claim against the product by the customer noting error on arm 3 an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to address error 32097. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to all fibers are showing decaying trend specially on the rolling loop which has drop under 50 in the readings causing the error. The complaint regarding error on arm 3 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to errors on arm 3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the system faulted twice during the start of the case. The customer continued and was aware of the error could continue. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the arm was disabled but the surgeon needed all 4 arms to perform the procedure. The procedure was aborted due to not being able to use all 4 arms. The dvstat was called and notified, the technician to come out and repair the arm. The nurse provided the patient demographics. The nurse informed the procedure was completed laparoscopic, no increase in ports, no harm or injury to the patient, no change in patient status.